Event description:
It was reported to philips that device is faulty. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is fault. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated by bench service engineer. Based on the results of the analysis, it was determined that the product has malfunctioned and cause is due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacement of defective assy processor, assy therapy, assy battery board (field change order replacement) and dfm100-cbl ui to processor mix., and the product is back in service. The complaint was escalated for a technical complaint investigation and the results indicated assy processor is timed out for software upgrade and caused device malfunction. Assy therapy and assy battery board have no abnormalities and working per specifications.

Event description:
This report is based on information provided by philips bench service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device is fault. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.